Event description:
The hcp reported high bipolar impedances on the right-sided deep brain stimulator. The case-0 monopolar impedance was also high out of range. The pt hadn't experienced any trauma or falls recently. There had been no change in therapeutic effect. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).